Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/06/2017 that on (B)(6) 2017, a loss of connection between the transmitter, smart device and receiver occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the bin file confirmed the reported event of loss of connection. The probable cause could not be determined.